Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's service technician noted pressure sensors failure/vent inop in the diagnostic report while performing preventive maintenance. There was no patient involvement.